Event description:
It was reported that device was drifting. No back up device was available.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no complaint related issues were noted. A functional evaluation revealed that the unit failed the 50 pound weight test. The piston migration was at 1.54 inches, which is indicative of oil loss. The failure occurred at 37 pounds. This failure was at the hinge joint. A significant amount of hydraulic fluid was noted around the hinge joint. The joint was disassembled and it was noted that there were striations on the hinge joint seals. The complaint of ¿device was drifting¿ was confirmed and the root cause has been determined to be failure of the hinge joint seals. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.